Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. The device was returned to olympus for inspection, and the customer's complaint was partially confirmed. The insufflation pressure decreases was not confirmed; the overpressure alarm sounds from the device was confirmed. The device was evaluated and found the 1st (first) regulator unit is leaking and pinch valve bracket is bent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one (insufflation pressure decreases), the root cause was unable to be determined. Based on the results of the investigation for phenomenon two (overpressure alarm sounds from the device), it is likely that the event occurred due to failure of the primary regulator unit. Olympus will continue to monitor field performance for this device.

Event description:
There was a delay of less than 10 minutes; no impact or harm to the patient. The procedure was completed with another similar device.

Manufacturer narrative:
The device was returned and pending evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the high flow insufflation unit had a decreased visual field due to pressure fluctuating from high to low and the device was alarming at high pressure. The issue was found during a procedure. There was no reported patient injury or medical intervention associated with this event.